Event description:
Customer reported that the device would not power on when the on/off switch was pressed. Furthermore, the plastic latch near the on/off switch was loose and intermittently failed to hold the lid down. There was no report of patient use associated with event.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.